Manufacturer narrative:
Product event summary: the device was returned and analyzed. Hybrid analysis confirmed the reported no atrial sensing failure. After the device was sitting idle and when analysis resumed, it was revealed the device had multiple power on reset events and the sensing failure was not present. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt of the implantable pulse generator (ipg) the leads had good values through the analyzer, but when connected to the device no pacing was observed as well has far field r-wave (ffrw) oversensing on the atrial lead and oversensing on the ventricular lead. When connected back to the analyzer, all measurements were within normal ranges. A new device was used with no issues. No patient complications have been reported as a result of this event.